Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for another indication. It was unknown if the patient was treated with antibiotics. At the time of this report, the patient was recovered from the event and capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.